Event description:
The initial volume at 0700 on day 1 was 44 ml. Pump was cleared at 1500 after recorded dosing of 11.1 ml. The pump was cleared at 2305 after recorded dosing of 15.8 ml. The pump was changed at 0700 on day 2 after recorded dosing of 9 ml. Total recorded dosing was 35.9 ml. There should have only been 8.1 ml remaining in the cassette. The nurse measured the waste as 42 ml and notified pharmacy. There were no listed challenges loading the cassette.